Event description:
It was reported that during use of the bd ultra fine¿ pen needle that there was no insulin flow during priming and during injection.

Manufacturer narrative:
Reason code for no evaluation other.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8143544; medical device expiration date: 2023-05-31; device manufacture date: 2018-05-23; medical device lot #: 8072792; medical device expiration date: 2023-03-31; device manufacture date: 2018-05-09 . Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out for lot 8143544 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A lot history review was carried out for lot 8072792 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra fine¿ pen needle that there was no insulin flow during priming and during injection.